Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found the telemetry was normal and there was no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported being unable to read the ins at implant. No patient injury was reported and the patient status was noted as recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.